Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date due to recurrent prolapse and the mesh was implanted. Following the procedure, the patient experienced recurrent mesh erosion into the vagina and re-operation has been scheduled. Additional information has been requested.